Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcenrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.0/1.5/179 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a same length lens but the lens was implanted vertically. This exchange resolved the problem. Cause of the event was reporter as unknown.